Event description:
It was reported that the device received an error code 570.6500. There was no patient involvement.

Manufacturer narrative:
Device history: a review of the device history record showed the device had a manufacture date of 07/11/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The reported issue that the device received an error code 570.6500 could not be confirmed; no product or device logs were returned for investigation. It also not believed that the pump module received the reported error code due to the error code only being associated with an etco2 module. No further investigation of this event is possible at this time. The device is used for treatment purposes.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device received an error code 570.6500. There was no patient involvement.